Event description:
It was reported that the wake button was extremely difficult to press and/or requires multiple presses to turn on pump screen. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.